Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely, a battery depletion code and 30% of battery longevity were displayed. Boston scientific technical services recommended to perform data analysis for sicd replacement. In addition, the patient experienced discomfort with the implanted system due to skin regrowing where the lead incision was made has a lot of scar tissue and it hurts. This sicd remains in service. No adverse patient effects were reported.